Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 977119 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: (B)(6) , ubd: , UDI#: h3: analysis found that there was no ins secret key with the wireless recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller stated they were with the patient for post-op appointment today trying to get recharger paired (after having recharger docked and charging for 30 minutes) but it wouldn't connect. Caller stated patient's ins is now dead as it was turned on at implant. Caller believed the recharger had been paired to the handset before but wasn't sure. Caller stated they can change the volume of the recharger but the handset continues to show "recharger is inactive" and will show whether recharger is docked or not. When recharger is turned on, it shows orange with 2 tones. Caller had tried resetting the recharger several times already. Troubleshooting was not required. The issue was not resolved through troubleshooting. An email was sent to the repair department for replacement recharger. No new information. The charging dock was also returned with no device issue alleged.